Event description:
The customer reported that the threshold alarms on their freestyle navigator continuous glucose monitoring system did not sound. As a result, the customer lost consciousness. The customer was treated with juice and honey to help counteract the medical event. There was no report of third party medical intervention, death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A f/u report will be filed once investigation results are available. Note: during the course of troubleshooting with adc customer service, it was discovered that there was an alarm history displayed in the receiver; however, the customer's date and time was not set correctly. Therefore, customer service was unable to verify if the threshold alarm did sound during the medical event. In addition, while on the phone with customer service, the customer was able to test the alarms and they did sound.